Event description:
Additional information was received that after the boston scientific sales representative spoke with the engineering team and viewing fluoroscopic images of other implants, the externalization had not occurred. No further patient issues were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an out of range shock impedance measurement. The physician believed there to be an externalization of the lead on the chest xray. Technical services was consulted and recommended further device testing of the non-bsc device. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.